Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The on-call physician at the clinic was notified that the patient's implantable cardioverter defibrillator (ICD) had triggered an alert for "all therapies in a zone exhausted." Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device detected as a ventricular tachycardia (vt) episode. The device remains in use. No further patient complications have been reported as a result of this event.